Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (value not provided). The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as tandem technical support made multiple attempts to reach the customer, however, no response was received. Reportedly, the customer reverted to manual injections for insulin therapy.